Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Device passed displacement test and active current test. Device failed sleep current test. High sleep current isolated to electrical board. Power error due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power error detected. The customer¿s blood glucose level was 154 mg/dl. The customer stated that power error detected recurred within a week. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.